Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was bent resulting in difficulties charging the pump. It was also reported that the pump housing was damaged making it difficult to load cartridges. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.